Manufacturer narrative:
On follow up, office stafff reported that they are treating the patients scars but the patient is ok. They also reported that after receiving their thermirf+ back the continue to not have issues.

Event description:
Patient noticed a burn on right thigh where grounding pad was placed during her thermiva treatment when she arrived home. Office staff reported that during the treatment patient mentioned that there was a sensation of heat where the grounding pad was placed, so the nurse re-applied the grounding and the patient reported that they felt fine so the treatment proceeded.